Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a flexima bilary stent was used during a bile duct drainage procedure performed on (B)(6), 2012.according to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched and broke. The stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a flexima bilary stent was used during a bile duct drainage procedure performed on (B)(6) 2012 . According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched and broke. The stent was unable to be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed no damage to the stent component or suture. The suture hole of the push catheter was noted to be torn. The guide catheter was found stretched and broken. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.